Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot crmcjv, conformed to the specifications when released to stock in 5th december 2014. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Per affiliate: "product code : 82-3842 - 2-3162 or 82-3832."

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was replaced on (B)(6) 2016 due to suspected occlusion. No further information was provided by hospital. Per affiliate: "we identified the product code for (B)(4) as 82-3832."